Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. To resolve the occlusions, the customer changed the pump supplies. The customer's blood glucose (bg) level was on average over 500 mg/dl. A correction bolus and insulin injections were used to address the bg level. The customer had reverted to using insulin injections to manage diabetes and was to resume pump therapy on (B)(6) 2016. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.